Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the lot history records was performed and no device malfunctions were discovered. A review of the complaints database was performed and we have not received any other reports on this device lot number. Atrium medical consulted with a clinician on this event. He stated that postoperative small bowel obstruction is a known complication after any intraperitoneal operation. We also inquired if the mesh could have been the cause of the bowel obstruction and he did feel the c-qur mesh was the cause of this event.

Event description:
Patient was being treated for laparoscopic incisional hernia large defect below umbilical region. Surgeon reported bowel obstruction immediately after implantation. Patient seems to be better. Size of hernia >10cm, laparoscopic. Mesh location intraperitoneal (inside the abdominal cavity). Permanent sutures and absorbable tacks used. Postoperative complications: enterotomy/bowl injury, bowel obstruction. Patient been symptomatic 2 weeks. Patient now in good condition. No intervention and mesh was not explanted.